Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close an atrial septal defect. The defect measured 11-13mm with a total septal length of about 34mm and no retroaortic rim. The device was locked in the defect but the next morning the occluder had embolized to the pulmonary artery. In a surgical procedure later that day, the device was removed and the defect was closed. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records verified that this lot met all pre-release specifications.